Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10316. It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. After ablation was performed four times for 18seconds, 15seconds, 15seconds, and 15seconds respectively, at 185, 000rpm, the physician attempted to move the burr to the distal portion of the target lesion. However, it was noted that the burr became stuck on the rotawire and the burr did not rotate. The procedure was completed with a new system after removing both the rotaburr and rotawire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the rotawire was received inside a bio-hazard bag with the rotablator rotalink plus device for the related complaint. The rotawire was able to be removed from the rotablator rotalink plus device with no issues. The distal tip of the device was noted to be slightly stretched and the body was kinked at 162cm, 186cm and 188cm from the proximal end. The overall length and the outer diameter (od) of the middle and proximal section of the device were observed to be within specification upon dimensional inspection; however, od of the distal tip was not measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10316. It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. After ablation was performed four times for 18 seconds, 15 seconds, 15 seconds, and 15 seconds respectively, at 185, 000rpm, the physician attempted to move the burr to the distal portion of the target lesion. However, it was noted that the burr became stuck on the rotawire and the burr did not rotate. The procedure was completed with a new system after removing both the rotaburr and rotawire. No patient complications were reported and the patient's status was good.